Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock while the patient was raking leaves. The patient experienced lightheadedness after sitting. Technical services (ts) was consulted and recommended the patient to be evaluated ln-clinic for further evaluation. This device remains in service. No additional adverse patient effects were reported. Additional information received this ICD is a non-(B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).